Event description:
It was reported that the vns patient underwent surgery to explant his generator and lead. The explanted generator and lead were returned to the manufacturer for analysis. Monitoring of the generator output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The lead assembly has dried remnants of what appear to have once been body fluids inside the outer silicone tubing. The setscrew marks found on the connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings, there is no evidence to suggest an anomaly with the returned portion of the device. Note that since a portion of the lead assembly including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Follow-up revealed that the patient had passed away. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.